Manufacturer narrative:
Further information was requested but not received. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker exhibited possible malfunction and pocket erosion. The pacemaker was explanted and replaced. The patient condition was unknown.